Event description:
Rptr had saline implants put in in 1986 and in six months she was getting sick. She developed lupus and at the age of 35 had to retire on disability. Rptr was assured by her plastic surgeon that these implants were safe.